Event description:
The customer reported that the thermogard hq temp mgt console (sn (B)(6)) displayed an air trap fault that wouldn't clear. Another system was used to continue treatment. No harm to the patient was reported. Additionally, it was reported that the console's top case is cracked.

Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the thermogard hq temp mgt console (sn (B)(6)) displayed an air trap fault that wouldn't clear was confirmed during functional testing. The root cause was a defective air trap assembly block, resulting from an overflow of saline into the console's air trap holder. This overflow likely occurred due to a leaking start-up kit (suk). Traces of dried saline at the bottom of the console during the inspection suggested that saline had entered the assembly through the large crack on the console's top cover deck, near the air trap holder. The reported issue of the cracked console's top case was confirmed during a visual inspection. The console's top cover deck was replaced to resolve the problem. A review of the event log showed no significant error messages or discrepancies. The thermogard hq console failed functional testing due to an air trap fault displayed on the standby menu, confirming the reported complaint. The defective air trap assembly block was replaced to remedy the fault. Following service, the thermogard hq system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard hq temp mgt console with serial number (B)(6).